Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to patient complained of glare/haloes. The problem was resolved and the patient was happy. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).